Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital in ICU, due to the implantable cardioverter defibrillator (ICD) device inability to convert ventricular fibrillation (vf) and shock the patient. The patient experienced multiple episodes of ventricular fibrillation (vf), the ICD device was able to convert multiple episodes. The following day the patient developed additional vf episodes. The device did not deliver therapy due to rate of the vf being below the programmed treatment floor. The patient experienced cardiac arrest and required cardiac massage and an external shock. The physician contacted technical service (ts) consultant for recommendations on programming. The device remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was admitted to the hospital after a cardiac arrest, where the patient received cardiopulmonary resuscitation (CPR) and an external shock. It was noted the patient had a vf episode on june 15 that was successfully detected and converted by the device. On june 16, two vf episodes were again successfully converted, but a third episode was not treated as the rate was less than the programmed zone cut off for therapy. The device was reprogrammed, from two therapy zones (vt at 190 and vf at 220), to three therapy zones (vt-1 at 140, vt at 1670, and vf at 190). The patient was sent to the intensive care unit (ICU) for recovery, where they passed away 10 days later from cerebral death due to many comorbidities. Some undersensing was reported, which did not impact therapy delivery. The physician did not believe that the device caused or contributed to the patient's death. The device was not explanted post-mortem. Additional information was received that confirmed there were no allegations against the device in relation to the patient's death; the device functioned as designed and as programmed. Therefore, boston scientific no longer considers this to be a reportable event.